Event description:
Mic-key button balloon deflated x 3 all with lot #109483002. Patient was brought back to surgery to place gastrostomy tube. Mic-key low profile gastrostomy tube 12fr. A 1.5cm ref# 0120-12-1.5 lot# 30129426. FDA safety report ID # (B)(4).